Event description:
Caller reported a malfunction on the pump, which did not result in any adverse impact to the customer¿s blood glucose level. Customer technical support (cts) provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue recurred. The caller acknowledged and understood the instructions.